Manufacturer narrative:
The explanted ipg was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Block b3: exact date unknown, based off bsc aware date block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs>

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced for an unknown reason. Further information was unable to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced for an unknown reason. Further information was unable to be obtained despite good faith efforts.